Event description:
During a clinic follow-up, undersensing was observed on the right ventricular channel of the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.